Manufacturer narrative:
Device evaluation: the device related to the reported events gel bleed, underage and breast pain was received on nov 20, 2025 with lot number 2996436. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ breast pain : unable to observe through visual inspection as it is a physiological phenomenon. ¿ gel bleed: not observed since no gel is out of the device and the weight is within specification. ¿ underage: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported ¿breast pain¿, ¿implant problem¿ and ¿gel bleed¿ via ultrasound. Per implant date reporting ¿underage¿. This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Cont. E.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported ¿breast pain¿, ¿implant problem¿ and ¿gel bleed¿ via ultrasound. Per implant date reporting ¿underage¿. This record is for the left side. Device was explanted and replaced with another manufacturer's device.